Event description:
Complainant alleged that paramedics responded to a call for a patient (age and gender unk) in a drug overdose. Upon application of the defib electrodes, the device was unable to obtain an ECG signal. Complainant indicated that the patient was transferred to the hospital and subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.